Manufacturer narrative:
Investigation determined that complaint is associated with fa-am-sep2024-300. Abbott has identified an increase of incidences regarding positive control nonreactives while using the alinity m hr hpv amp kit and alinity m sti amp kit. Invalidated positive assay controls can be traced to iron leaching into the alinity m lysis solution from the lysis transfer pump in the alinity m system. There is a potential for non-reactive positive controls to occur while using alinity m hr hpv and alinity m sti amp kits. Metal leaching in the lysis buffer can lead to invalidated hpv and sti positive assay controls. The invalidated patient samples will need to be reprocessed, resulting in a possible delay in result reporting. It has been determined that there is no impact to results generated if valid controls are obtained. No other alinity m assays are impacted. A decision was made to issue a customer letter to notify customers of the reported issue. This field action, fa-am-sep2024-300 was issued on september 12, 2024. Field action was reported per 21cfr806 to us FDA via 3005248192-09/12/24-003-c on september 17, 2024. See below for list of additional mdrs associated with fa-am-sep2024-300: 3005248192-2024-00148, 3005248192-2024-00149, 3005248192-2024-00150, 3005248192-2024-00151, 3005248192-2024-00152, 3005248192-2024-00153, 3005248192-2024-00154, 3005248192-2024-00155, 3005248192-2024-00167, 3005248192-2024-00168, 3005248192-2024-00169, 3005248192-2024-00172, 3005248192-2024-00173, 3005248192-2024-00175, 3005248192-2024-00176, 3005248192-2024-00177, 3005248192-2024-00178, 3005248192-2024-00186, 3005248192-2024-00200, 3005248192-2024-00221, 3005248192-2024-00230, 3005248192-2025-00039, 3005248192-2025-00040, 3005248192-2025-00041, 3005248192-2025-00062, 3005248192-2025-00063, 3005248192-2025-00133, 3005248192-2025-00135, 3005248192-2025-00136, 3005248192-2025-00137, 3005248192-2025-00138, 3005248192-2025-00156, 3005248192-2025-00210, 3005248192-2025-00211, 3005248192-2025-00212, 3005248192-2025-00215.

Manufacturer narrative:
Internal studies concluded that the source of cycle number delay can be traced to metal leaching into the lysis solution from the lysis transfer pump in the alinity m system. A decision was made to issue a customer letter to notify customers of the reported issue. This field action, fa-am-sep2024-300 was issued on september 12, 2024. Additionally, this action was reported per 21 cfr806 to FDA on september 17, 2024 and was recommended to be reported as an fsca (field safety corrective action). For the alinity m hpv assay, complaints associated with metal leaching causing invalidated hpv positive assay controls may be associated with an unacceptable delay in results, which is associated with a minimal severity. For the alinity m sti assay, complaints associated with meal leaching causing invalidated sti positive assay controls, may be associated with an unacceptable delay in results, which is associated with a major severity. As pump replacement resolved the sti positive control failure, this ticket will be conservatively linked to fa-am-sep2024-300, which was deemed a reportable field action. Associated severity is major in a worst-case scenario for the alinity m sti assay. Investigation is in progress to confirm association. A follow-up report will be submitted when the investigation is complete.

Event description:
Alinity m system was in the process of having the refresh procedure performed on it, when during the amplicon contamination check assay runs, the sti positive controls were not reactive and hpv results were unusual and elevated. Calibrators and controls for all other on-market assays passed. Error code 9274 cellular control failed was generated. It was recommended to replace transfer pump, the reservoir, and float sensor, then perform a lot of switch purge of the lysis. When assay verification run was performed for sti and hpv after these activities, the run passed. As pump replacement resolved the sti positive control failure, this ticket will be conservatively linked to fa-am-sep2024-300, which was deemed a reportable field action. Associated severity is major in a worst-case scenario for the alinity m sti assay. Investigation will determine if data indicates invalid control due to cycle number delay on the target of the positive control to draw final conclusion of linkage.